Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failure. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider, it was stated that the customer refused repair of the device. Because the customer refused service, philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.